Event description:
It was reported that during a routine follow up about one month post-implant, this right atrial (ra) lead exhibited high pacing threshold measurements. An x-ray was performed and the lead was observed to be dislodged. No adverse patient effects were reported. The physician was planning a lead revision for the following week. Additional information was received indicating a lead revision procedure was performed eight days later. This ra lead was explanted and replaced with a non-boston scientific model. No additional adverse patient effects were reported. The explanted lead was discarded and was not able to be returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.